Event description:
It was reported when using the pyxis medstation es system unable to login on multiple pyxis devices. Unable to authenticate error. The customer reported that malfunction caused delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that malfunction was because user was using the wrong domain account. A technical support specialist contacted the customer to inform them logs showed invalid username or password since they were using wrong domain account. The system functioned as intended after the technical support specialist troubleshooted the device.